Manufacturer narrative:
The device was received for evaluation with the white luer adapter of an amia set attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The white adapter was hand removed from the female connector, therefore the reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap transfer set and the patient line of an amia automated pd cycler set. This occurred after use of the device for peritoneal dialysis therapy, when disconnecting. The connection issue was further described as ¿could not get disconnected" and "would not come apart at all¿. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.